Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After completing the transeptal with the was trusteer sheath, and advancing the wds sheath a thrombus was noted on the end of the was trusteer sheath. The physician removed the wds and aspirated out a clot. The decision was made to remove the was trusteer sheath, and more thrombus was seen inside the 18f cook access sheath. This was also removed, and more heparin was given. A was double curve sheath was then used to complete the procedure successfully. There were no patient complications reported.